Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would not power on with button press or test strip insertion and as a result, she was unable to check her blood glucose and experienced dizziness. Customer self-presented to a clinic to have her glucose tested (no reading provided) and was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.